Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the prograsp forceps instrument cable was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.